Manufacturer narrative:
Product ID: 3889-28, lot# va1jg0j, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that therapy stopped helping them. Every week the patient changes settings because it is not strong enough and they still run to the bathroom and pee in their underwear. They go through 7 pairs of underwear per week that are soiled. The patient had been on different programs and settings. The patient said they have reset it a million times. The patient went to the urologist today and they said that the battery probably already ran out, maybe already ran out and needs to be replaced. The patient said that the ins is supposed to last 5 years and it did not even last 3 years. Patient service asked if the hcp confirmed that the battery ran out. The patient said that the hcp checked everything out. The patient reported that the hcp thinks that the lead might be broken too, the leads do not work either. The patient asked about the warranty and battery life. Patient services reviewed information.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1jg0j, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient was having trouble reprogramming and forgets how to do it every time. The patient was assisted with synchronizing, but encountered poor communication which was resolved through repositioning of the antenna. The caller indicated that the trial worked well and "it cut down tremendously" on the patient's use of the restroom. The implant worked well for the patient for the first 3 or 4 weeks, but later on the patient "still went to the bathroom, peed his pants, and it got worse." The patient indicated that they could not make it to the bathroom and that they tried multiple program combination and stimulation level over the next 4-5 months, but it got increasingly worse. The patient then began to have fecal accidents and diarrhea in their jeans. According to the call the patient told "them" it was not working and the healthcare provider (hcp) had the patient go to the nurse who "had him try different things." The patient then went home and 2.3 days later the same issue occurred and that the fecal issue went on for a long time and "thought this is not working." The patient turned the ins off and told their hcp that it was not working; the patient then saw their hcp who advised the patient to leave the ins off for 2-3 weeks to "let it settle down." The patient's hcp discussed a revision with the patient and the revision was done "about a month and half" prior to the call to move the lead. According to the patient the revision resolved the fecal incontinence, but was still going to the bathroom in his underwear which is why the patient was trying different combinations. The caller indicated that when the patient increased stimulation the next day the patient would have uncontrollable fecal incontinence. The patient wanted to know why they were having diarrhea if the ins was supposed to "stop the pee" and noted that the patient does not have colon problems. During the call the patient was assisted with increasing stimulation from 0.9 to 1.0 on program 2. The patient was also advised to follow-up with their hcp regarding their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted assistance turning therapy and the patient programmer (pp) off. The caller was assisted in doing so and it was reported that the patient's therapy worked for the first couple of weeks post implant, but then the patient had a return of symptoms. The patient would have to run to the bathroom and would not make it to the bathroom in time. The patient was urinating in their underwear and changing programs and settings has not resolved the issue. The patient was reportedly having issues with their bowel as well. The caller indicated that the patient's bowel symptoms began two to three weeks prior to the call. The patient's bowel issues were described as bowel incontinence and diarrhea. The caller was advised that stimulation can affect the patient's bowel and that the patient should follow-up with their healthcare provider (hcp) to discuss the need for possible reprogramming. The reported issues were sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.